Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged and the stent struts were pulled and stretched in a distal direction over the tip. The stent had also moved slightly in a proximal direction over the proximal markerband. The maximum crimped stent profile measurement at the time of manufacture was within the specification. A stent protector was returned with the device. The stent protector inner diameter (ID) was measured and the result was within measurement. Therefore the stent fits into the stent protector. Stent damage most likely occurred due to handling of the device during preparation. The tip could not be examined due to the stent stretching over it. The proximal balloon cone was reviewed and no issues were noted however the distal balloon cone could not be reviewed due to the stent stretching over it. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full length of the catheter. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found a kink at the port exit site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy¿ drug eluting stent was selected for use; however, during preparation, upon removal of the stent protector, it was noted that the strut near the middle part of the stent was deformed like was stretched. The device never went inside the patient's body and the procedure was completed with a 2.5 x 38 non bsc stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy¿ drug eluting stent was selected for use; however, during preparation, upon removal of the stent protector, it was noted that the strut near the middle part of the stent was deformed like was stretched. The device never went inside the patient's body and the procedure was completed with a 2.5 x 38 non bsc stent. No patient complications were reported.